Manufacturer narrative:
(B)(4). Lab data: (B)(6). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016, a 2.5x23mm xience alpine stent was successfully implanted in the proximal left anterior descending (lad) coronary artery lesion. Following, a small distal edge dissection occurred and a 2.5x15mm xience xpedition was implanted as treatment. Post-procedure, elevated cardiac enzymes were noted. Per study physician, the elevated cardiac enzymes were not serious. There was no accompanying chest pain, no treatment provided, and no prolonged hospitalization. There was no additional information provided.